Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was found unconscious by her daughter. The patient¿s daughter called ems. No cgm/bg comparison values were provided at this time. Ems arrived and transported the patient to the ER. It was reported the patient had a low bg level (no specific value provided) and the patient was treated with IV d5 (dextrose). At some point, the patient regained consciousness at the hospital. After treatment, the patient cgm was reading 383 mg/dl and the bg meter was reading 177 mg/dl. The patient was in the hospital overnight and discharged the following day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unknown cgm (continuous glucose monitoring) malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was found unconscious by her daughter. The patient¿s daughter called ems (emergency medical services). No cgm/bg (blood glucose) comparison values were provided. Ems arrived and transported the patient to the ER (emergency room). It was reported the patient had a low bg level (no specific value provided) and the patient was treated with IV d5 (dextrose). At some point, the patient regained consciousness at the hospital. After treatment, the patient cgm was reading 383 mg/dl and the bg meter was reading 177 mg/dl. The patient was in the hospital overnight and discharged the following day. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: medical device problem code/ remove incorrect, inadequate or imprecise result or readings. FDA code : 1535 - correction. H6 codes: type of investigation - correction h10: corrected data.